Event description:
This spontaneous case was reported by a consumer in the context of a litigation report and describes the occurrence of death ("several infant deaths (one (B)(6) baby yesterday)") of a (B)(6) baby exposed to essure during pregnancy. The reporter mentioned via social media several infant deaths (one (B)(6) baby on (B)(6) 2016) occurred as a result of essure. The mother's information was captured in the case (B)(6). This non-medically confirmed case report was received via social media in the context of a litigation report. It refers to (B)(6) baby who was exposed to essure micro-insert in utero and died. The reported neonatal death is unanticipated according to the reference safety information for essure. In this particular case, minimal information was provided and the exact reason for the neonatal death was not given. However, considering the event occurred ten days after delivery a mechanical interference between essure and the mother's pregnancy cannot be totally excluded. Therefore, this case was regarded as incident. No lot number or sample available for investigation. If additional information becomes available it will be provided on a supplemental report.